Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During the device repair the philips technical found that the device displayed a "faulty power supply equipment" error message. When the device was opened, there was a smelt of burning and the connections (connectors) inverter board-display melted. There was no report of patient involvement.